Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation despite a reprogramming attempt. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.